Event description:
(B)(4). It was reported that dyspnea and in-stent restenosis (isr) occurred. On (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and the index procedure was performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) artery with 90% stenosis and was 15 mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 16mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, the patient developed symptoms of chest pressure and associated shortness of breath. Patient's stress test revealed no significant st-t segment changes and ruled out for myocardial infarction. On the following day, the patient was hospitalized. Subsequently, coronary angiography was performed and revealed 70-80% isr of the study stent deployed in proximal lad. The lesion was treated with pre-dilatation and placement of a 3.0 x 9mm non-bsc stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).